Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they got a blank display. The customer also stated that the display is flashing. The blood glucose level was 147mg/dl. Troubleshooting was performed. The product will be return for the analysis.

Manufacturer narrative:
Device received with blank display due to corroded electronic assembly. Unable to confirm missing segments/partial display due to blank display.